Event description:
It was reported that the customer received a button error alarm. The customer also stated that there is a black dot and nothing else on the screen of the insulin pump. Customer's blood glucose level at the time 238mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.